Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was showing noise. The set screw on the patient's implantable cardioverter defibrillator (ICD) was tightened. It was subsequently reported that the patient presented because the lead integrity alert (lia) on the rv lead was triggered. It was found that the rv lead had high impedance and was possibly fractured. The lead was reprogrammed and the patient was scheduled for a lead revision. Prior to the revision, it was noted that the rv lead had increased thresholds, was undersensing, and was showing noise on an electrogram during isometrics. The lead was capped and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.